Manufacturer narrative:
Results: the canister lid was returned unscrewed from the base and sitting loosely on top. None of the retained clips were fastened, as if the canister lid was removed. No damages or abnormalities were observed with the canister. During functional testing, the canister lid was screwed on properly and tested with an engine pump. The canister functioned as expected and held pressure within specification. Conclusions: evaluation of the returned canister revealed the lid was unscrewed from the canister body. None of the clips were attached which indicates that the lid was removed at some point, likely during trouble shooting. The canister lid was re-attached and was tested with a demonstration engine pump. The canister functioned as expected and held pressure within specification. The root cause of this issue could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra engine canister (canister) and penumbra engine (engine). During the procedure, the hospital staff seated the canister on the engine. While the engine was powered on, not all four of the indicator lights were illuminated; therefore, the canister was removed. The procedure was completed using another canister and the same engine. There was no report of an adverse effect to the patient.